Event description:
Nurse removed primary tubing set from package. Tubing was found to be the same on both ends. Normally it has a spike and drip chamber on one end that goes into a medication, a segment in the middle that goes through the infusion pump,and a male end with clamps that connects to the patient. This tubing had two male ends with a pump segment in the middle so there is no way to spike the medication, tubing is not usable.